Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump experienced a cracked and unresponsive touchscreen that prevented navigation out of the graph view and impeded unpausing insulin delivery; the device was replaced, and the original was returned. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the event details and device history evaluation. Investigation of this case revealed physical damage to the display/touchscreen assembly consistent with user-reported screen cracking, with no evidence of device malfunction or alarms. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.